Event description:
The manufacturer received information alleging a ventilator malfunctioned. The patient was placed on another device without incident. During the evaluation of the device at the manufacturer's service center, the foam of the inlet air path was found to be misaligned. The device's inlet air path assembly needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator malfunctioned. The patient was placed on another device without incident. During the evaluation of the device at the manufacturer's service center, the foam of the inlet air path was found to be misaligned. The device's inlet air path assembly needs replaced to address the issue. The inlet air path assembly was returned to the manufacturer's product investigation laboratory for investigation and it was confirmed the foam in the area of the blower inlet had pulled away from the adhesive. There was no evidence of loose foam particulates. Additionally the patient required to be manually ventilatted with a resuscitation bag and needed to be placed on a different ventilator. Previously b1, b2 and h1 was not checked. It is updated on this report.

Manufacturer narrative:
The manufacturer previously reported receiving information a ventilator malfunctioned. The patient was placed on another device without incident. During the evaluation of the device at the manufacturer's service center, the foam of the inlet air path was found to be misaligned. The device's inlet air path assembly needs replaced to address the issue. The inlet air path assembly was returned to the manufacturer's product investigation laboratory for investigation and it was confirmed the foam in the area of the blower inlet had pulled away from the adhesive. There was no evidence of loose foam particulates. In the previous submitted report incorrect coding was provided. The coding is corrected on this report.